Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in bd china experienced foreign matter contamination. The following information was provided by the initial reporter: before using, it was found that barrel tip with black foreign matter.

Manufacturer narrative:
Investigation: bd has been provided with a photo and sample for catalog 301947 lot 1810130 to investigate for this record. After evaluation, bd identified the foreign matter as ink particles in the tip. This discovery verified the reported issue. The process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. Bd believes that in this case, during the scale marking, a blockage occurred in the machine and the ink presence in the tip of the barrel was produced. This issue happened in the barrel marking station of the assembly machine due to a punctual failure in this process. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in bd china experienced foreign matter contamination. The following information was provided by the initial reporter: before using, it was found that barrel tip with black foreign matter.